Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow, down arrow and contrast keypad buttons were intermittently responsive. The ok keypad button responded to button presses as expected. The keypad buttons were found to spring back and click back normally. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The distributer reported that all keypad buttons were unresponsive when pressed. There was no reported patient impact associated with this complaint.